Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was not completed. A rotablator console kit was selected for use. Prior procedure, the connection part between the pedal and the console was leaking gas. The procedure was not completed due to this event. No complications reported and the patient is stable.